Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming, and no delivery tests. The insulin pump had cracked reservoir tube lip and scratches on the lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was in the high 500 mg/dl range. Customer's mother declined to troubleshoot for high blood glucose and wanted a replacement insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.